Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched and damaged. Timeouts were present in the downloaded data. Although the cannula was damaged, it cannot be determined what caused the timeouts noted in the data downloaded. It is unclear when the damage occurred. During the fluid path test, fluid was not able to pass through the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 325 mg/dl while wearing the pod between 4 and 24 hours on the back. As treatment, the patient took the pod off and tried to give a bolus.